Manufacturer narrative:
The t:slim g4 cartridge user guide states: make sure that insulin is at room temperature before use. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer has experienced several instances where the pump fill estimate was noted to be inaccurate. There was no impact to the customer's blood glucose (bg) level. On one occasion, the customer had loaded cold insulin into the cartridge. The customer was instructed regarding the proper load process.